Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6)-year-old female child patient faced a kinked infusion set due to which the patient experienced high blood glucose level. Therefore, they tried to treat it with a bolus via pump, but on (B)(6) 2021, she went to the emergency room and after staying there for three hours in the emergency room, subsequently, she was hospitalized. Her highest blood glucose level was 518 mg/dl and had high ketone levels which were assessed as dangerous/life threatening by her healthcare professional. Further, she was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, the patient was released from the hospital. Moreover, on the same day ((B)(6) 2021), she faced a kinked with an angle symptoms/issue around three hours of insertion. Therefore, her blood glucose level was between 300-400 mg/dl at the time of the event and her infusion set had been used for one day. Further, on (B)(6) 2021, the patient faced a bent cannula symptoms/issue within three hours of insertion. Therefore, her blood glucose level was between 300-400 mg/dl at the time of the event and her infusion set had been used for two hours. Moreover, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.